Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was unable to recharge the ipg and the patient's programmer displayed a "stim off" error. As a troubleshooting attempt, a replacement charging system was sent to the patient which did not resolve the issue. A company representative met with the patient and confirmed the issue using different external devices. The next course of action is undetermined at this time.

Event description:
Follow-up information revealed patient will undergo treatment for a fistula. Thereafter, the patient will undergo surgical intervention to address the ipg issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.